Manufacturer narrative:
The reported issue of "connect cable" message was unable to be verified or duplicated. It was determined the cause of the intermittent issue was a loose male pigtail connection cable on the therapy pcba. The male pigtail cable was re-secured to resolve the issue. The device repairs required indicated that the unit had been dropped or had fallen. Other repairs were completed and after the device passed functional and performance testing, it was returned to the customer for use.

Event description:
The customer contacted physio-control to report that "their device therapy connector and/or board needs to be replaced/repaired. No error codes. Customer observed "connect cable" message." In this state the device would be inoperable and defibrillation therapy would not be available if needed. There is no patient involvement reported in this event.

Manufacturer narrative:
Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that "their device therapy connector and/or board needs to be replaced/repaired. No error codes. Customer observed "connect cable" message." In this state the device would be inoperable and defibrillation therapy would not be available if needed. There is no patient involvement reported in this event.